Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead had high rv pacing impedance, high sensing integrity counter (sic), and sensing of noise which triggered a patient alert. The device was deactivated, the patient was admitted to the hospital and was monitored until the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).